Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 19/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the ER on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with ip cefazolin daily (dosage, duration unavailable). The patient¿s preliminary peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin-susceptible staphylococcus aureus (mssa), and the patient¿s pd catheter (not a fresenius product) was surgically removed. Due to relapsing peritonitis (initial care reported in file (B)(4) and the family¿s inconsistent assistance with ccpd therapy, the patient was transitioned to hemodialysis (hd) on (B)(6) 2023. The patient tolerated the transition to hd well, and the patient was transferred to a rehabilitation hospital on (B)(6) 2023 (remains admitted) in stable condition. The patient is recovering from the events. Again, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Correction: h6 - health effect - clinical code

Event description:
On 19/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the ER on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with ip cefazolin daily (dosage, duration unavailable). The patient¿s preliminary peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin-susceptible staphylococcus aureus (mssa), and the patient¿s pd catheter (not a fresenius product) was surgically removed. Due to relapsing peritonitis (initial care reported in file (B)(4) and the family¿s inconsistent assistance with ccpd therapy, the patient was transitioned to hemodialysis (hd) on (B)(6) 2023. The patient tolerated the transition to hd well, and the patient was transferred to a rehabilitation hospital on (B)(6) 2023, (remains admitted) in stable condition. The patient is recovering from the events. Again, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s).

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the ER on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with ip cefazolin daily (dosage, duration unavailable). The patient¿s preliminary peritoneal effluent culture result returned positive on (B)(6) 2023 for methicillin-susceptible staphylococcus aureus (mssa), and the patient¿s pd catheter (not a fresenius product) was surgically removed. Due to relapsing peritonitis (initial care reported in file c-1036246 and the family¿s inconsistent assistance with ccpd therapy, the patient was transitioned to hemodialysis (hd) on (B)(6) 2023. The patient tolerated the transition to hd well, and the patient was transferred to a rehabilitation hospital on (B)(6) 2023 (remains admitted) in stable condition. The patient is recovering from the events. Again, the pdrn reported the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization, antibiotic therapy, and the subsequent transition to hd for rrt. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). The patient¿s pd catheter (not a fresenius product) removal and transition to hd were byproducts of the mssa peritonitis, as well as the patient¿s lack of ability obtaining the assistance needed to safely perform ccpd therapy. Causality was assigned to an unspecified touch contamination event when the patient touched the pd catheter without properly performing hand hygiene. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.